Manufacturer narrative:
The patient has a medical history of hypertension, hyperlipidemia, copd, previous mi, previous pci. The index procedure was prompted by mi. During the index procedure two resolute onyx stents were implanted into the rca. On the same day the patient suffered a myocardial infarction. The patient was treated with medication. The patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. Cec commented that there was a temporary loss of flow. Cec adjudicated stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the second resolute onyx stent was implanted in the rca during a staged procedure 4 days post index procedure and the this event, not during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted. Cec adjudicated non q wave mi (target vessel) 3rd udmi peri-pci, mid rca which occurred on the same day as the procedure.